Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9138187. On 8th october, we didn't receive the sample. Upon receive it, this complaint will be reopen and update. Checking the quality database revealed no anomaly in relation with the described product. According the IFU, the following events have been reported although their occurrence greatly depends on patients¿ medical conditions: infection, encrustation, obstruction, rupture, migration, bladder irritation symptoms, pain, hematuria, erosion. Regular monitoring for these adverse events should nevertheless be implemented following placement. Periodic monitoring by ultrasonography, radiography and/or cystoscopy is recommended to evaluate stent efficiency and identify any complications. The stent should be removed if drainage is obstructed by encrustation, if there are any signs of infection in the area around the stent or in the event of migration or rupture. Based on the above, this complaint is not confirmed as a product defect but is considered as possible event with the use of this kind of device. B3: estimated date.

Event description:
According to the available information, stone formation was observed on vortek double-j stent in 3 months after it was inserted.

Manufacturer narrative:
B3: estimated date.